Manufacturer narrative:
(B)(4). (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6) by the physician. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a procedure. After the implantation, the patient experienced vaginal mesh exposure and dyspareunia, and it reportedly caused discomfort to her partner. The patient was then admitted to hospital twice for resuturing of exposed area ((B)(6) 2007 and (B)(6) 2007). Subsequently, on (B)(6) 2008, the patient underwent surgical treatment for excision of exposed vaginal portion of the mesh. Part of mesh remains implanted in the patient.